Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the patient's balance suddenly got worse about a year ago. The patient's hcp attributed this to the progression of parkinson's disease and told the caller that the therapy can only help so much. The caller added that the patient's hcp told them that the therapy was "trying to keep up" with the progression of parkinson's disease. Agent asked the caller if the balance issue was thought to have been related to the therapy in any way, and their response was unclear. The caller stated that the patient is in a "like a vegetable state" when the therapy is off, but they can walk when the therapy is turned on even though their balance is bad. The caller mentioned that the patient got depressed because they don't think there will be much change with their balance, and they don't attempt to walk or anything because they don't think they will get better. The caller then revealed that the [manufacturer's] ins was replaced about a year ago with a boston scientific dbs system. The caller did not know why the hcp chose the boston scientific dbs. The caller mentioned that the [manufacturer's] ins was much better than boston scientific's. The caller was advised to contact boston scientific for further assistance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).